Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of these reported symptoms for this device. A review was performed by the post market clinical department. Per the pharmacovigilance associate medical director, the patient's incisional hernia predated his reports of drain problems. There were no reports of overfills or large drain events. The patient was directed by his doctor to use a back support belt, which alleviated the swelling. The patient was scheduled for hernia repair surgery. Development of hernias is a known complication and relatively frequent complication of peritoneal dialysis therapy and is reported with all forms of peritoneal dialysis.

Event description:
On (B)(6) 2012: a peritoneal dialysis patient called fresenius technical support regarding a drain complication alarm during drain 0 of 3. Technical support the lines, blue pin is not pushed in. Technical support had patient reposition themselves and verify drain line going to the tub and drain cap is removed. The patient says he feels cramping, he did not do a daytime exchange and he completed treatment with a last fill of 2000 ml. The patient stated he is swelling in his abdominal area down to his groin. Technical support advised the patient to stop treatment and remain connected until provided further instructions. The patient stated he noticed his swelling tonight and has been receiving drain issues in drain 0 for the past 3 nights since he has had this cycler. The patient stated he has been able to complete treatment for the past 3 nights. Technical support offered 24/7 pd support. On (B)(6) 2012: patient went to the emergency room due to the swelling. Per (B)(6), patient was told he had a hernia and was not admitted. The patient was then scheduled for a hernia repair surgery. Per the patient's nurse, patient has not reported any large drains or overfill events. Stated that the cause of the hernia was due to the weaken area of the abdominal wall post surgery which began to leak resulting in swelling.